Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: during investigation, the pump powered on to a blank display. The keypad buttons were unable to be tested due to the blank display. Evidence of moisture was visible behind the display lens. The original complaint of under responsive up arrow, and ok buttons was not able to be investigated due to the blank display. The pump was opened to find evidence of moisture on the transceiver, main printed circuit board, and the display flex. The keypad flex was fully seated in the closed connector. The keypad cover was intact and removed to find no contamination under the keypad contacts. A leak test was performed and failed due to a crack between the case seal and display lens corner. (B)(4).